Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she wanted more information about the infusion set. The customer's blood glucose reading was 524 mg/dl. No further details were provided.